Event description:
It was reported that this right ventricular (rv) lead showed gradually rising pace impedance measurements. The lead was also found to have high capture thresholds. Technical services (ts) recommended checking the lead in clinic. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).